Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited failure to capture. A chest x-ray was performed and revealed that the patient's lv lead had dislodged. The lv lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events were loss of capture and lead dislodgement were unable to be confirmed. As received a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. No anomalies were noted with the exception of procedural damage.